Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Addition devices: catalog numbers and lot codes of other devices listed in this report: 50mm tritanium shell; unk screw; unk 32 +0 biolox femoral head; unk it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's right hip was revised due to pain. A 50mm tritanium shell and screw, 32mm 0° poly, and 32 +0 biolox head were revised to competitor acetabular components and a 28 +0 biolox head (surgeon decided to not use a sleeve). Rep confirmed that no further information will be released by the hospital or surgeon.